Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by users unaware of functionality. A field service engineer verified there was no failed drawer. The system functioned as intended after the field service engineer verified the device.

Event description:
It was reported when using the pyxis medstation es system that there was a drawer failure. Where the connection failed, the drawer was not detected on the bus. A customer reported able to get medication from another station and there was also a delay in patient care workflow. There were no adverse events or injuries reported based on this incident.